Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for limb detachment, filter tilt, perforation of the ivc and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; perforated into the organs and struts detached. The detached strut in the right abdomen was removed and the filter has not been removed after an attempted but unsuccessful via open abdominal procedure. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts detached and perforated into the organs. The detached strut in the right abdomen was removed and the filter has not been removed after an attempted but unsuccessful open abdominal procedure. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years two months of post deployment, the patient was diagnosed with doubt pulmonary embolus, along with atypical chest pain. Around, one year and two months later, the patient presented with right upper quadrant pain and back pain. On the same day, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that an inferior vena cava filter was present, with its tip just below the renal veins. After, three days, the patient presented with abdominal pain. On the same day, a computerized axial tomography (cat) scan demonstrated that the barbs of the filter appeared to pierce through the vena cava and inserted themselves into the soft tissues, that surrounded the area. After, two days, a venous ultrasound bilateral legs showed no evidence of deep venous thrombosis in either lower extremity. After, two weeks and three days,an ultrasound venous bilateral legs showed no evidence of deep venous thrombosis in either lower extremity. After, one week and six days, the patient presented with abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis with contrast showed that there was an inferior vena cava filter, still visualized within the inferior vena cava. The superior extent appeared to be just below the renal veins. There was a second metallic density more inferior to the filter, which might represent a part of the stent, but it was not clearly connected. It appeared unchanged from the prior study. After two weeks, an ultrasound venous bilateral legs showed no evidence of deep venous thrombosis in either lower extremity. The patient¿s inferior vena cava filter was removed back via retroperitoneal anterior incision, from the previous study. It was removed after it was found to have fell apart, per patient. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and retrieval difficulties. However, the investigation is inconclusive for filter tilt and filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.